Manufacturer narrative:
Additional information was received that there was an error related to agent recognition, but ventilation remained available, and the device could be used. There was no failure with anesthetic agent output. Therefore, this is not reportable.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to initiate mechanical ventilation during a case. There was no patient injury.